Event description:
A nurse reported a system message displayed causing the system to lock during a procedure. There was a 20 minute delay in surgery while the system was reset. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported in the event log. The company representative replaced the low pressure air source (lpas) pump motor. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. The root cause has not been determined. (B)(4).